Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully however the malfunction alarm recurrs. The customer reverted to an alternate method for insulin therapy.customer¿s blood glucose level was not provided.